Event description:
It was reported that post-paced t-wave oversensing (pptwos) was detected on the device. Programming changes were made; however, after making these changes, the physician decided to reverse the changes that were made. There were no adverse health consequences, the patient was stable.